Manufacturer narrative:
UDI - (B)(4). Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was found that the motor power of the power drive was too low, this could be caused to the output shaft which was worn out. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during an unspecified surgical procedure, it was observed that the power drive device lost power and stopped working. During service and evaluation, it was noted that the device motor power was too low, and the output shaft worn out. It was also noted that the device failed pre-repair diagnostic tests for cannulation and untrue running. It was not reported if there was a delay in the procedure due to the event. It was reported that an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.